Manufacturer narrative:
Result - cracked siderail.

Event description:
It was reported by service report that the head right siderail was cracked by the handle and a sharp edge was present. No adverse consequences have been reported.